Event description:
A complaint was received with regards to a microclave¿ clear neutral connector that experienced leakage during patient use. It was reported that the microclave has cracks at the base (not at connection to PICC), causing to leak fluid out upon flushing. It was noted that the event occurred on (B)(6)2024 when the nurse was accessing into the PICC line. It was also noted that they replaced the cap. It was also noted that the medication that was leaking was a normal saline. There was no patient involvement, no human harm and there was delay in therapy. It was noted that the normal saline that was used was a 100cc flush bd brand with ref number (B)(4).

Manufacturer narrative:
D4 h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: one (1) used. List #mc100, microclave¿ connected into a 10 ml syringe were returned for evaluation. As received sodium chloride residual was observed inside the sample, once the syringe was disconnected seal collapsed on the microclave seal was observed. The microclave was dissembled, and a crushed spike and seal collapsed were observed, no additional damage or anomalies were observed. The ID of the returned syringe was measured finding with specification. Complaint can be confirmed. The probable cause(s) are attributable to access with an incompatible mating device during use. The mc100 dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Engineering evaluation of the returned 10ml syringe recorded the device was compatible and would not have caused the mc100 microclave component damages. The incompatible mating/access device that was used with the mc100 was not returned. A DHR lot # review could not be conducted because no lot number(s) was/were identified.